Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the patient underwent a left hemi-colectomy which was performed without complications and no reinforcement material was used. The device was discarded. Three days post-surgery the patient was brought back to the o.r. For reoperation. It was reported there was dehiscence of the back wall of the anastomosis (2cm). Medical intervention included a hartmann procedure (colostomy) with unanticipated tissue loss. The colostomy was temporary. No reinforcement material was used. The device was discarded. Patient status: stable.